Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time in the device was not advancing, and the buttons were unresponsive. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Motor error alarmed during rewind due to corrosion on motor home switch. No moisture damage found on electronic assembly. Display function properly. No frozen display noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.